Event description:
It was reported that noise was observed on the rv channel. The next day, the pocket was opened. The rv sense/pace setscrew was found to be loose. The setscrew was tightened and the device remains implanted.

Manufacturer narrative:
Na